Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported guide wire resistance could not be confirmed. The reported kink was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the circumflex artery, below the bifurcation, with heavy tortuosity and heavy calcification. When the guide wire was inserted into the 3.0 x 12 mm trek balloon catheter, resistance was noted near the balloon area of the catheter. The physician continued to use the trek, and advanced it to the target lesion. The physician continued to feel resistance; therefore, the trek was no longer used to avoid a shaft separation. During removal, resistance was again noted with the guide wire. A new trek balloon catheter was used successfully with the same guide wire. After the procedure, the physician could feel a kink at the mid portion of the balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.